Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02680. The patient is implanted with a scs system which includes two leads from the same lot. Model 3186 lot# 115316. Additional devices have been added as the manufacturer is unable to determine which leads were involved.